Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to perform a hard reset on the bed and confirm the side communication cable was securely attached to the nurse call system wall connection. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in december 2019. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was not sending a bed exit alert to the nurses' station. The bed was located on a patient floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).